Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress incontinence, rectocele, and grade 3 cystocele. It was reported that on (B)(6) 2011, the patient underwent mesh revision/removal and abdominal sacrocolpopexy, cystoscopy, caldera sling, anterior and posterior repair due to recurrent sui and pelvic organ prolapse, and groin pain. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2011 and soft mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information. Corrected information.